Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for an unspecified low blood glucose value. No further details were provided for the hospitalization. However, the customer mentioned that they received a compromised force sensor system alarm and motor error alarm. During troubleshooting, a protruded drive support cap was discovered. The insulin pump will be returned for analysis.